Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05815. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of vaginal mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that post implantation the patient experienced pain, erosion, dyspareunia, urinary problems, and bowel problems. It was reported that the patient underwent partial excision of eroded mesh in the vaginal cuff area on (B)(6) 2012. No additional information was provided. (B)(4).